Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Subsequently, a stuck wake button occurred. Pump display turned on when plugged into a power source. In addition, it was reported that he customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 164 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer reverted to manual injections for insulin therapy.